Event description:
In early 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter and test strips has a "sample not drawn in" issue. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt, as he was not available for follow-up questions via phone. The "sample not drawn in" issue began before christmas eve. It is not known if the pt was able to obtain any blood glucose reading after the issue began. One week after the reported issue began, the pt developed symptoms described as "dizzy and blurry eyes." As a result of the reported issue, the pt claimed he eat more food/drink. The pt did not test on any other device. The pt stated that he has had to treat himself with both more and less food because of the problem with the sample draw on the strips. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the "sample not drawn in" was not resolved. This complaint is being reported because the pt claimed he had symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.